Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm was able to verify the alarms in the iabp¿s diagnostic error log that a shutdown occurred on the date of the event reported. Error code #112 was also observed in the log. To address the issue the stm replaced the executive processor board as per service manual. All functional and safety tests were performed and passed to meet factory specifications. In addition, a replacement of the safety disk was required as per the cycle count; as precaution the stm tested the unit with a simulator for 24 hours. The iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that while in use in a patient the cardiosave intra-aortic balloon pump (iabp) shutdown; the iabp was swapped to continue therapy. There was no injury or harm to patient and no adverse event was reported.